Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log pictures provided, the complaint of inaccurate cgm values was confirmed. However, a root cause for the reported inaccuracies cannot be determined.